Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign material on the gap of adhesive at the distal end and the light guide lens had corrosion inside. In addition to the reportable malfunction, the following were noted: due to a crack on the scope body, damage on the channel tube, the forceps elevator, and damage on the upward/downward angulation control knob, water tightness was lost; the circuit board and the sheet holder unit had corrosion due to water leakage; due to damage on the forceps elevator wire, the fixing force of the guide wire did not meet the standard value; the adhesive around the light guide lens had a crack; the connecting tube had a wrinkle; the distal end had discoloration and residual liquid; the universal cord coating had peeling. Additionally, parts were due to be replaced for annual inspection. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, the duodenovideoscope had foreign material on the gap of adhesive at the distal end and the light guide lens had corrosion inside. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "residual liquid adhered to distal end" was presumed to have been due to reprocessing that could not be conducted properly due to leakage from between the up/down (ud) angulation control knob and body, and biopsy channel. The suggested phenomenon of "inside of light guide (lg) lens had stain" was presumed to have been due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the lg-lens which led to corrosion. The event "residual liquid adhered to distal end" is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): the IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection the IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) the suggested event "inside of lg lens had stain" is detectable by handling the device in accordance with the following IFU: the IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection it is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.